Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that increased capture thresholds resulting in loss of capture were noted on the right ventricular (rv) lead. The patient reported experiencing diaphragmatic muscle stimulation. X- ray imaging was performed; no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.